Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k machine gave off a burning smell from an incorrectly connected eprom during maintenance. Upon follow up, it was determined that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported they were waiting on a replacement board to complete the repair and return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review and an investigation of the device manufacturing records could not be done as the machine serial number was not provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.